Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the jaws of the device were not able to close. Surgeon experienced issues with the loading or firing of the clips.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo and one device. A visual inspection of the returned photo noted the back of the instrument. No abnormalities were observed. A visual inspection of the returned product noted that the instrument was received with a clip in the jaws and one clip turned, and jammed under the channel cover. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. A component was damaged during the assembly process. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.